Manufacturer narrative:
Product complaint # (B)(4). Month and day unknown. Only year (B)(6) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Photo evaluation summary: upon visual inspection of the photos, the following was observed: the two photos show tissue and it can be seen what appears to be the body part of a staple that slightly protrudes the tissue. Based on the photos, no conclusion could be reached as to if the staple is malformed or what may have caused the reported incident. The assignable cause of the reported complaint could not be determined. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? Was the green checkmark visible at the end of the firing? Was there any difficulty removing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? What was done to address the ¿leg of an open clip protruded¿ that was identified in the initial surgical procedure? What was done during the second operation? Were any issues with staple formation noted during the second operation? If so, please describe. What is the current status of the patient?

Event description:
It was reported that a patient was operated to the colon with a terminal anastomosis, at the end of the anastomotic packaging, during the rectoscopy it was noticed that a leg of an open clip protruded. The surgeon did not add any additional points. On the sixth day the patient was subjected to a check with endoscopy and a fistula was detected at the point where the non-closed point was highlighted. The patient underwent a second operation to allow the fistula to heal. No other details available.

Manufacturer narrative:
(B)(4) date sent: 9/13/2019 additional information was requested and the following was obtained: what were the indications for surgery? Rectal cancer what surgical procedure was performed? Low anterior resection what healthcare professional fired the device and what is his/her experience with the device? The general surgeon that fired the device an excellent experience with cdh manual device. It was the first time using the cdh powered technology. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? It was between low-b and middle-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, he did were there any issues with device use/firing? No, there weren't was the green checkmark visible at the end of the firing? Yes, it was there any difficulty removing the device? No, there were not were the donuts inspected? If so, please describe. Yes, the donuts were inspected and they were perfect and intact. Was a complete transection of the white breakaway washer visually confirmed? Yes, it was how was it determined by the surgeon that staples were not formed properly? He did a visual inspection with rectoscope and video camera. Can more information be provided on the shape of the staples that were not formed properly and specific location on the anastomosis? The staples had a ¿c¿ shape instead of the usual ¿b¿, the staples were not closed. The patient was in a lithotomy position and the staples were at 12 o¿clock. What was done to address the staple line where the staples were not properly formed? Nothing was done because only one staple was opened and the pneumatic test was negative. How was the fistula identified? The fistula was identified because the patient was bleeding and after 5 days it has been confirmed by a CT scan and rectoscopy how was the fistula addressed? The fistula was addressed by a reoperation after 8 days what is the current status of the patient? Fair general conditions with a partial lateral ileostomy. Anastomotic dehiscence without abscess collection. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Yes attempts are being made to schedule a call with the surgeon. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.